Event description:
The customer reported that if a customer creates customized trend scales in the trend review tile and the intellivue info center ix or primary server reboots for any reason, the ix (s) will enter a reboot loop and fails to return to monitoring mode. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that if a customer creates customized trend scales in the trend review tile and the intellivue info center ix or primary server reboots for any reason, the ix (s) will enter a reboot loop and fails to return to monitoring mode. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.